Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the hrm task did not grant motor power in reasonable time alarm. The customer's blood glucose value was 135 mg/dl at the time of the incident. The customer also reported active insulin updating. The customer was able to clear the insulin pump error alarm but they were not able to complete the insulin pump rewind. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.